Event description:
A complaint regarding inadequate stimulation was reported. The physician decided to revise the system. During the revision it was discovered that the contacts on the lead were bad. A new precision system was implanted. The patient is reportedly doing well.